Manufacturer narrative:
Patient died on an undisclosed date. No additional information was provided. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on (B)(6) 2010 and mesh was implanted. It was reported that on (B)(6) 2014, (B)(6) underwent revision of the mesh products at (B)(6) medical center in (B)(6), by dr. (B)(6). During the revision surgery it was noted that she had extensive adhesions present throughout. The previous placed mesh had tom in the mid-portion. On (B)(6) 2016 she had another revision surgery and it was noted that she had extensive adhesions. A very tight adhesion was noted to be twisting the colon causing a high grade large bowel obstruction and bowel distension. This required a decompressive colostomy. It was reported that the patient experienced severe pain, bowel obstructions, extensive adhesions, a colostomy, multiple surgeries, scarring and fatigue. No additional information was provided.